Event description:
It was reported that the bd discardit¿ ii syringe had air bubbles present. The following was received from the initial reporter: particles will be released if the plunger is completely removed from the syringe. When did the incident occur? During use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Additional information provided. I´m sorry about the late answer. There were no negative consequence for the patient. We don´t have any photos. The particles were like little plastic pieces. They emerged when syringe parts were separated. This has happened several times, so this is not about any specific syringe we meant.

Manufacturer narrative:
Lubricant flakes are an intended component of the syringe and findings of lubricant flakes is not MDR reportable. Investigation summary: no defect has been observed in retained samples. We believe that the particles could be composed by lubricant, which is included in the plastic formulation, and it is inherent to the design and function of 2 piece syringes. See attached document: ¿lubricant flakes analysis - pr # (B)(4)¿. Based on customer description a bad use of the product could be also the cause of the reported issue as it is mentioned the complete removal of the plunger, this procedure could help to move more lubricant inside the fluid path.